Event description:
A customer contacted haemonetics on (B)(6) 2008 to report burning from the power entry module and power cord on their pcs2 machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report burning from the power entry module and power cord on their pcs2 machine. No operator or donor injury was reported. Unit was visually inspected by the customer. Replacement parts were sent to the customer (B)(6) 2008 which included a power entry module assembly as a result of this complaint. No donor or operator injury or harm was alleged. The source / cause of the reported burning was not determined due to non-returnable parts, however, the customer did not report the occurrence or observance of fire or sparking. The power entry module and power cord were sent for replacement based on description of event and that the customer allegation could not be confirmed or refuted. The product issue identified in this reported was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).